Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor arm and software error from the insulin pump. The customer's blood glucose reading was 15.4 mmol/l. The customer was advised to clear the alarm and finish the prime process. The customer was advised to repeat the rewind process and bolus delivery. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error or pump error alarms during testing however, the formatted history file confirmed pump errors due to software error. Device was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.